Event description:
The hcp reported the pt was experiencing increasing spasticity in 2003. The hcp increased the dosage of lioresal twice with no effect. "During pump refill, 18ml volume was retrieved following refill. The same problem was encountered 2 weeks later." A malfunction of the pump was suspected. The pump was explanted and replaced and returned to the MFR for analysis.